Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked during use. The following information was provided by the initial reporter: "product 309657 is leaking while in use with mz9267".

Manufacturer narrative:
H.6. Investigation: one 3ml syringe in a fully sealed blister pack from batch 0198091 (p/n 309657) was received and evaluated. No visual defects were observed. The syringe was tested for leakage with a mating device per procedure. The results showed no defects were present. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked during use. The following information was provided by the initial reporter: "product 309657 is leaking while in use with mz9267."